Event description:
The customer received a discrepant result for one patient sample tested for ammonia (nh3). The sample initially resulted as 144.4 umol/l accompanied by a data flag. The result was reported outside of the laboratory. The customer decided to repeat the sample on another analyzer (serial number (B)(4)) and it resulted as 21.1 umol/l. The customer then issued a corrected report. The patient was not adversely affected by the event. The nh3 reagent lot was 64083501 with an expiration date of 09/30/2012. The field service representative determined that there was a possible sample probe alignment issue. He readjusted the sample probe and reagent 2 probe so that they are centered over the sampling, rinsing, drying, and cuvette positions. He checked the rinse mechanism, flushed the sample lines, cleaned the probes, and cleaned the incubation bath. He ran a precision check and it was within the manufacturer's specifications.